Event description:
(B)(6) 2022 18:44:49 pst (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: in process mdt initial contact: (B)(6) taken by: (B)(4) (B)(6) 2022 11:04 pm (B)(4) : inquired what led up to the complaint. Customer response: incident date (B)(6); reported date (B)(6); notes: 'account to be block (ref (B)(4)): death is considered disassociated from medtronic for the following reason: advised by family of death - no information received alleging passing was related to minimed / animas product'. Deceased reporting per (B)(4). What led up to event: unknown . First and last name of person reporting event: unknown . Best phone number to reach person reporting event: unknown . Relationship of person reporting event to the deceased: wife is reporting party aware of the deceased event details? Unknown . Date of customer passing: (B)(6) 2017 cause of customer passing as indicated by reporting party: unknown . Location of customer¿s passing: unknown . Date customer was admitted to hospital, emergency room or hospice (if known): unknown . Bg at time of admission to hospital, hospice and/or emergency room, (if known): unknown . Does reporting party indicate other health issues or illness that may have contributed or led up to passing? Unknown . Does reporting party recall the initial onset or timeframe of health issue or illness? Unknown . Was pump worn at the time of passing? Reporting party is unsure. Date the pump was last worn: unknown . Reason customer was not wearing pump at time of deceased event: unknown . Does reporting party know if customer was off pump therapy due to other health issue or illness? Unknown . Pump material number: veo. Pump serial number: unknown . Infusion set material number: unknown . Infusion set lot/batch: unknown . Reservoir material number: unknown . Reservoir lot/batch: unknown . Name of glucometer being worn or used (ascensia, lifescan, etc.): unknown . Was medtronic cgm included in diabetes therapy? Reporting party is unsure. Was cgm worn at time of event? Reporting party is unsure. Customer's outcome pertaining to the complaint: pump sn not confirmed. Account will be blocked ship: nothing / return: nothing country: canada city: wasaga beach zip: l9z 3a8 input date: (B)(6) 2022 warranty start: 00/00/0000 warranty end: 00/00/0000.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.